Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was stimulator site infection. The outcome was resolved without sequelae. Interventions included explanting and not replacing the entire system. The event resulted in in-patient or prolonged hospitalization. The patient experienced as unscheduled clinic or office visit. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The patient reported redness, swelling at midline incision and fever. An examination showed redness, swelling at midline incision and a temperature of 101.8. Surgical observation resulted in purulent drainage from the midline incision. Laboratory testing was positive from (B)(6). The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was reported as related to the implantable neurostimulator (ins) pocket, lead/extension tract, and lumbar site. Relevant medical history included: spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.